Manufacturer narrative:
A bec field service engineer (fse) was dispatched for the event on (B)(4) 2011. The fse confirmed the customer's report and found that the drive retaining bolts had been sheared off at the drive mounting plate, allowing the drive (with the rotor still attached) to move freely inside the rotor chamber. Per the fse, the rotor did not separate from the drive shaft. The rotor was properly secured at the start of the run. The rotor was still attached to the drive, jammed down on the spindle, when the fse inspected the centrifuge. It was confirmed that the customer was not using the anchoring system provided with the unit to anchor the centrifuge to the benchtop to prevent movement during any potential rotor incidents. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report that their spinchron dlx benchtop centrifuge had rotated 360 degrees on the benchtop. The rotor mishap generated noise and smoke which dissipated by the time the customer contacted bec. All parts were contained in the chamber of the centrifuge and no sample was reported lost during the incident. The tubes in the centrifuge did not break. No injuries were reported and no evacuation of the lab took place.